Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4, d6a, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip revision approximately 5 years and 5 months post-implantation due to dislocation. The head and liner were explanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D1: liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell. D10: 00801803602 femoral head sterile product do not resterilize 12/14 taper 63929964. G2: foreign: australia . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to dislocation. Head and liner explanted. Attempts have been made and all available information has been provided.